Event description:
The following information was reported to kci by the nurse: a patient had a prosthesis removed and v.a.c. Therapy was applied. No blood was observed in the canister nor did the patient experience any alarm conditions. "A few days later, there was a massive bleed and foam and everything was pushed off the stump wound." The patient subsequently expired. No additional information is available at this time. On (B)(6) 2014, the device was tested per quality control (qc) procedure by kci field service ((B)(4)), and the unit passed the qc checks and met specifications. On (B)(6) 2014, the device was placed with the patient. On (B)(6) 2014, the device was tested per quality control (qc) procedure by kci field service ((B)(4)), and the unit passed the qc checks and met specifications.

Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. Based on the information provided, it cannot be determined that the patient expiring is related to v.a.c therapy. There have been several attempts made to gather additional information related to the event, but there has been no response. No additional information has been provided to date.